Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to low pacing impedance, high pacing thresholds, and no ventricular signals noted. No patient complications have been reported as a result of this event.